Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, leakage inside the body in the subcutaneous tissue 6 cm from catheter hub, leakage noted during catheter flushing. New catheter was placed on the patient. Replacement of the PICC catheter, this interrupted therapy. There was no serious injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter with a needleless injection cap and a crescent statlock attached to the suture wings. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6cm and 7cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together this complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, leakage inside the body in the subcutaneous tissue 6 cm from catheter hub, leakage noted during catheter flushing. New catheter was placed on the patient. Replacement of the PICC catheter, this interrupted therapy. There was no serious injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter with a needleless injection cap and a crescent statlock attached to the suture wings. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. However, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and a split was observed between the 6cm and 7cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, leakage inside the body in the subcutaneous tissue 6 cm from catheter hub, leakage noted during catheter flushing. New catheter was placed on the patient. Replacement of the PICC catheter, this interrupted therapy. There was no serious injury.